Manufacturer narrative:
(B)(4). Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed the balloon has a pinhole 4mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during dilation of the lesion, the balloon ruptured. The procedure was completed with a 3.0 nc emerge balloon catheter. No patient complications were reported and the patient's status was good.